Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel (f&p) healthcare field representative, that the swivel of a rt266 infant dual-heated evaqua2 breathing circuit was found leaking prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rt266 infant dual-heated evaqua2 breathing circuit was returned to f&p healthcare in new zealand, where it was visually inspected and leak tested. Results: visual inspection of the subject rt266 infant dual-heated evaqua2 breathing circuit confirmed no damage to the returned breathing circuit or the dryline. Leak testing confirmed an intermittent leak from the swivel however this was not consistently reproducible following rotation of the swivel. Disassembly of the swivel did not identify any defects or deformities that would have contributed to the observed leakage. Conclusion: we were unable to determine what may have caused the the leakage from the swivel as the observed leakage was intermittent and there were no defects or deformities identified with the swivel components. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel (f&p) healthcare field representative, that the swivel of a rt266 infant dual-heated evaqua2 breathing circuit was found leaking prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.